Event description:
A caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on procedures for using the replacement pump, including instructions on software updates and storage mode. The customer acknowledged the instructions and agreed to return the problematic pump using a pre-paid label within ten days.